Event description:
Experiencing infusion set tubes braking at the luer lock connection resulting in elevated blood glucose. Patient stated that she would change infusion set and the blood glucose would return to normal.